Manufacturer narrative:
(B)(4). The results of the investigation are inconclusive since the device was not returned for analysis. Our investigation was limited to the review of the device history record, which showed that each manufacturing and inspection operation was performed and indicated complete in accordance with sjm specifications and procedures. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
A 28 mm amplatzer septal occluder (aso) deformed cobra-shaped during deployment despite multiple attempts. Ex vivo, the aso was massaged in an attempt to restore its shape and the aso was successfully implanted. As a result of the multiple deployments, the patient sustained additional blood loss and a prolonged procedure. No additional treatment was required due to the report of blood loss.